Event description:
Dept bls crew responded to a cardiac arrest call, the pt was unconscious and unresponsive when crew arrived. The pt responded to CPR, started breathing and talking to the crew. The pt was attached to the device with defibrillation electrodes, the pt was placed in the transport rig in an upright position, pt continued to be alert and speaking to the crew. The pt then slumped back and closed their eyes, the device indicated press analyze. The device operator pressed the analyze key, the device responded with a shock advised decision and charged. The device operator pressed the shock key and delivered a 200 - joule shock to the pt. The pt remained conscious and reponsive. Als responders met the crew during transport and assumed care of the pt. The reporter stated there were no adverse affects to the pt as a result of device operation. The crew are questioning device operation. The crew are questioning device operation and the shock advised decisions, the device was removed from service pending inspection by medtronic.